Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse informed that the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that errors occurred on universal surgical manipulator (usm1), and usm was disabled. Tse found error 25730 in the logs. Tse advised customer to power cycle the system to resolve the issue; however, tse informed customer that the error could return. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in port size enlargement or additional ports. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) on the patient side cart (psc). The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system and triggered error 31226. The unit was also tested on the patient side cart fixture test platform (pftp) and failed all fiber tests. Further trouble shooting was performed. A gold clock spring, parallelogram and rolling were installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The system logs also show errors 25730, 31226, and 31199. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the clock spring, parallelogram and rolling loop fibers within the affected usm.